Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient's friend/family member, patient, manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the company representative received call from the patient's father who was concerned as pump was alarming (critical pump alarm). The patient was noted as having been 2.5 hours away from the medical office. It was noted that the patient became disgruntled, as apparently the company representative went and saw patient 2 months ago and informed patient that the pump would automatically stop in a few days, and that no baclofen would be administered after that. However, now 2 months later, the pump started to alarm. They had been trying to wean the patient off baclofen, and now they were not sure if the patient was even receiving medication. Regarding factors that may have led or contributed to the issue, miscommunication and understanding between company representative and patient was indicated. The company representative had called the treating physician practice and asked to organize a patient consult, and the company representative could attend to interrogate the pump. The issue was not resolved as of (B)(6) 2021. The patient was with injury regarding their status as of (B)(6) 2021. Surgical intervention was planned but it was unknown if it was scheduled. (B)(6) 2021 e2 (for, rep): additional information was received via a company representative on (B)(6) 2021. It was believed the alarm was still going off. The company representative had however not met with the patient and physician yet regarding a covid outbreak in melbourne, and patient had concern to come from their rural location. Additional information was received from a healthcare provider via a company representative on (B)(6) 2021. The patient had not yet seen the physician. The patient had still not made an appointment yet with the physician and to their understanding the pump alarm may still be going off.

Manufacturer narrative:
B1 was corrected from product problem to adverse event product problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.